Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's son reported that the patient had a skin irritation on his back under the electrode. The irritation was red and itchy. The patient's physician prescribed the patient a cream to use on the irritation. Follow-up indicated that the irritation had healed.